Event description:
Customer called to report that the chemistry cartridge (cc) sample probe of the unicel dxc 800 synchron system was leaking. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer also stated that the instrument generated erroneous cholesterol, hdld (high-density lipoprotein), ldld (low-density lipoprotein) and triglyceride results for ten patient samples, which were reported out of the laboratory. There were no reports of death, injury or change to patient treatment attributed to or associated with this complaint. Although the results were reported out of the laboratory, they were amended when the issue was flagged and prior to the initiation of patient treatment based on the results. The field service engineer (fse) inspected the instrument and determined that the cartridge chemistry sample 3-way valve required maintenance. The fse performed instrument maintenance and verified proper instrument function to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
Although the root cause of the instrument issue could not be determined, the service repairs effectively resolved the issue. Upon follow-up, customer confirmed that the instrument continued to perform properly, without any further issues. Please note that an additional medical device report was filed as MDR #2050012-2012-00918 ((B)(4)) to document results that were generated on (B)(6) 2012 as a result of the same issue. (B)(4).